Manufacturer narrative:
Product recall initiated.

Event description:
Pt had second surgery for debridement and irrigation of the tibial tunnel when inflammation described as; fibrosis and hemorrhage, was found.